Manufacturer narrative:
H10/11: there was no patient involvement at the time the issue was discovered as the issue was identified as a defective out of box (defoa) failure. The customer called technical support to report that the battery was not recognized. Per good faith effort (gfe) response received 04-mar-2024, a credit was issued for the defective battery that was issued to the customer as it failed to meet product specifications and was identified as a defective out of box (defoa) failure-- the new battery was taken out from the inventory in the repair center to be used as a replacement part, but since the battery failure was observed, it was not used. Upon further investigation and per gfe response received, this complaint has been downgraded as it was confirmed that the battery was identified as a defoa. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E1: reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was not recognized. At this time, it is unknown if the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was not recognized.